Event description:
A malfunction on the pump was reported, occurring after an update. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, but the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.